Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the previously reported talent stent graft was actually another manufacturer's stent graft. The other manufacturer's stent graft was implanted at another hospital on an unknown date. The cause of the migration and proximal type I endoleak associated with the other manufacturer's stent graft was unknown. Film evaluation summary review of CT¿s revealed that another manufacture¿s aaa stent graft system (not a talent) had been implanted in the patient. The bifurcate was positioned ~10mm below the lowest right renal artery; the neck diameter at the right renal measured 33mm, and 20mm lower was 36mm. No appreciable calcification or thrombus was seen within the neck. The proximal od measured ~32mm and there was ~10mm of proximal seal length. The max diameter aaa measured 87mm and a proximal type I endoleak was observed. The right limb was extending into the distal portion of the right common iliac artery, and the left limb was positioned within the left common iliac. Significant thrombus was seen inside the bifurcate aortic body; ~½ the bifurcate aortic body (entire left side and the majority of the anterior/posterior wall) was occluded. Beginning at the flow divider the left limb was 100% occluded, and distal flow resumed at the left external iliac artery. The left limb was noted to be acutely angulated ~90° laterally with a likely resulting ID flow restriction, and minimal or non-existent remaining flow lumen. The exact cause of the events could not be determined from the films provided. The cause of the other manufacture¿s (non-talent) aaa stent graft system migration, leading to the proximal type I endoleak, could not be determined. The anatomy at implant is unknown and earlier post-implant films were not provided. The cause of 1 of the 5 endoanchors not adequately penetrating the aortic wall during implant could not be determined. Prior to implant significant thrombus was seen inside the bifurcate aortic body; ~½ the bifurcate aortic body (entire left side and the majority of the anterior/posterior wall) was occluded, and the occlusion extended distally down the left limb. Review of angio images during endoanchor implant showed that 4 of the endoanchors were successfully implanted into the right-lateral portion of the bifurcate/aortic wall. The 5th anchor was seen having been placed not into the stent graft/aortic wall, but was positioned within the aortic body lumen near the transition between the flow lumen and pre-existing thrombus. The exact cause could not be determined as images during implant of this 5th anchor were not seen in the films. No guide or applier issues were observed in the films that may have led to this event. This may have been user related and/or anatomy related due to implanting within a highly thrombus filled device. The cause of the thrombus/occlusion was anatomy and other device related, due to the acutely angulated (~90° laterally) left limb with a resulting ID flow restriction, and minimal or non-existent remaining flow lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchor applier was selected for the urgent treatment in a patient of a migrated talent stent graft with a proximal type I endoleak. It was reported that the talent stent graft had migrated distally with a proximal type I endoleak present. The aneurysm was 9 cm in diameter. The investigator elected to treat the migration and type I endoleak with heli-fx endoanchors. During the deployment of the heli-fx endoanchor it did not adequately penetrate the aortic wall unexpectedly, but remained in the stent graft area. The investigator stated that cause of the non-penetrating heli-fx endoanchor was most likely due to thrombic material. No additional clinical sequelae were reported and the patient will be monitored by the investigator.